Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, having been implanted for 15.8 months, with an allegation of premature battery depletion. Prior to the replacement procedure this defibrillation lead and this transvenous pacing lead exhibited out of range (high) pacing impedances however lead integrity measurements following the replacement procedure were normal and thus the leads remain in service. .